Event description:
It was reported that the patient's implanted device emitted tones due to shock impedance greater than 125 ohms. The physician elected to increase the upper limit on the alert to 150 ohms and continue to closely monitor the situation. The right ventricular lead remains in service and no adverse patient effects were reported.